Event description:
The reporter stated that a k-wire (kirschner wire) broke during a surgical procedure. The patient's bone was very hard and the drill sheared off the k-wire. Integra has requested additional clinical information.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.